Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This filed to report atrial perforation and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a long and thin fossa. A steerable guide catheter (sgc) was advanced to the mitral valve, and the clip was deployed. However, after the sgc was removed from the patient, an atrial perforation was observed. The perforation was successfully closed with an amplatzer septal occluder closure device. One clip was implanted, reducing mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the available information, a definitive cause for the reported atrial perforation could not be determined. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling.